Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. Upon interrogation the device presented with elective replacment indicator (eri) and concern with early battery depletion.